Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customers blood glucose level. A systems check was performed with tandem technical support and no issues were identified. The customer successfully changed the pump supplies and resumed insulin therapy. Reportedly, the customer was using trusteel insulin longer than the recommended 48 hour time frame which is considered off label use per tandem user guide.